Event description:
Customer claims the wireless alarm does not trigger the receiver, unless pressure is added to the battery door. No pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows no power and no alarm, when re-tested shows continuous alarm. (B) (4).